Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and soon after insertion, an abdominal x-ray suggested possible migration of coil. However, a few months later, her hsg confirmed occlusion of her fallopian tubes. Plaintiff got pregnant and gave birth to a child two years after essure insertion. She experienced pelvic pain amongst other non serious events and during reviewing her hsg films, she was informed that two of the three essure devices that had been placed had likely caused perforations (seen as fallopian tube perforation). She underwent surgery to remove the essure devices. Pregnancy with contraceptive device and fallopian tube perforation are anticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. A causal relationship between essure and the event is assessed as related. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test, and failure to use alternate contraception or undergo sterilization by another method if the essure confirmation test reveals tubal patency. In this particular case, plaintiff's hsg initially showed tubal occlusion. However, even though a fallopian tube perforation was suspected, a causal relationship between pregnancy and essure can formally not be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality detect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which describes a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006 for permanent sterilization. On (B)(6) 2006 an abdominal x-ray was done to investigate pelvic pain that she was experiencing. The results suggested possible migration of the right coil. Within a few months after her implant, upon information and belief, hsg test confirmed occlusion of her fallopian tubes. Approximately six to twelve months after the implant, she began experiencing fatigue, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation, pain during intercourse, pain and depression. Following her use of the essure, she became pregnant and gave birth to a child on (B)(6) 2008. On (B)(6) 2008, she was informed by a consulting physician who had reviewed her films and determined that two of the three essure devices that had been placed had likely caused perforations. In (B)(6) 2016 she underwent surgery to remove the essure devices. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and soon after insertion, an abdominal x-ray suggested possible migration of coil. However, a few months later, her hsg confirmed occlusion of her fallopian tubes. Plaintiff got pregnant and gave birth to a child two years after essure insertion. She experienced pelvic pain amongst other non serious events and during reviewing her hsg films, she was informed that two of the three essure devices that had been placed had likely caused perforations (seen as fallopian tube perforation). She underwent surgery to remove the essure devices. Pregnancy with contraceptive device and fallopian tube perforation are anticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. A causal relationship between essure and the event is assessed as related. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test, and failure to use alternate contraception or undergo sterilization by another method if the essure confirmation test reveals tubal patency. In this particular case, plaintiff's hsg initially showed tubal occlusion. However, even though a fallopian tube perforation was suspected, a causal relationship between pregnancy and essure can formally not be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('two of the three essure devices that had been placed had likely caused perforations/ perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: upper pelvis/vertical/ migration of essure device location of device: upper pelvic/vertical; peritoneal cavity'), heavy menstrual bleeding ('heavy menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices that had been placed" in (B)(6) 2006, device placement issue "right essure implant was placed outside of the tube" and device ineffective "device ineffective". The patient's medical history included bariatric surgery in june 2011 and parity 4 (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 1999, (B)(6) 1993). No known drug allergies. Right essure implant was placed outside of the tube, confirmed by x-ray and ultrasound, reviewed on (B)(6) 2006. On (B)(6) 2007, diagnostic interpretation : status post essure contraceptive placement: impression: status post essure contraceptive procedure. The left tubal insert appears appropriately located. The right device was somewhat distally located within the tube as noted above. However, there does appear to be bilateral tubal occlusion at the level of the cornua. On (B)(6) 2006 and (B)(6) 2007, abdomen kub and hysterosalpingogram (hsg). The results of essure confirmation test was total bilateral occlusion, unilateral occlusion (left tube occluded). Malposition of essure device, migration of essure device, right tubal coil in upper pelvis & vertically oriented. Results received on (B)(6) 2006, (B)(6) 2007. On (B)(6) 2014, ultrasound, pelvic transvaginal (essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation). Complete transvaginal ultrasound of pelvis on (B)(6) 2014. Reason: essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation. Transvaginal ultrasound (fibroid uterus, still has thickened endometrial lining. Normal ovaries) on (B)(6) 2010. Reason: continued moderate bleeding despite novasure. Fibroids. Radiology exam report: the right tubal occlusion coil was located in the upper pelvis and was vertically oriented. The appearance would be somewhat atypical for a tubal location and suggests possible migration. Are there previous studies demonstrating the original location of this coil on (B)(6) 2016. Reasons: pelvic pain, evaluate fallopian tube coils. Previously administered products included for birth control: condoms. Concurrent conditions included vitamin d deficiency since 2016, gallstones since 2011, trichomonal vulvovaginitis, uterine leiomyoma, simple goiter, leukorrhea, genitourinary tract infection nos, malaise, atypical glandular cells of undetermined significance and endometrial hyperplasia. Concomitant products included benzonatate, cefalexin (cephalexin), ciprofloxacin, codeine phosphate;guaifenesin (cheratussin ac), doxycycline, fluconazole, metronidazole, naproxen, nitrofurantoin, ondansetron, orphenadrine, terconazole, tramadol, ursodeoxycholic acid (ursodiol) and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced depression ("depression"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy (no complications)"), 1 year 5 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menstruation / abnormal menstruation"), ovarian cyst ("cyst of ovary"), abdominal pain ("pain abdominal"), pelvic pain ("pelvic pain / pain") and complication of device insertion ("complication of device insertion") and was found to have uterine leiomyoma ("small fibroids"). The patient was treated with surgery (ablation on (B)(6) 2010). On (B)(6) 2008, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, heavy menstrual bleeding, vaginal haemorrhage, fatigue, menstruation irregular, cyst, ovarian cyst, depression, hot flush, abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, complication of device insertion and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for complication of device insertion and ovarian cyst with essure (ess205). The reporter considered abdominal pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, hot flush, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure well. As per pfs, onset date of events fallopian tube perforation, device dislocation and abdominal pain was (B)(6) 2006. As per mr dated (B)(6) 2021: (B)(6) 2021 essure devices are not removed. Diagnostic results: concerning the injuries reported in this case, the following one was described in patient¿s medical records: ovarian cyst (confirming cyst) and also confirming events vaginal haemorrhage, menstruation irregular, menorrhagia, pelvic pain, fatigue, small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy, heavy menses, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('two of the three essure devices that had been placed had likely caused perforations/ perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: upper pelvis/vertical/ migration of essure device location of device: upper pelvic/vertical; peritoneal cavity'), heavy menstrual bleeding ('heavy menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices that had been placed" in (B)(6) 2006, device placement issue "right essure implant was placed outside of the tube" and device ineffective "device ineffective". The patient's medical history included bariatric surgery in (B)(6) 2011 and parity 4 (live births: (B)(6)2008, (B)(6)2006,(B)(6)1999, (B)(6)1993). No known drug allergies. Right essure implant was placed outside of the tube, confirmed by x-ray and ultrasound, reviewed on (B)(6)-2006. On (B)(6)2007, diagnostic interpretation : status post essure contraceptive placement: impression: status post essure contraceptive procedure. The left tubal insert appears appropriately located. The right device was somewhat distally located within the tube as noted above. However, there does appear to be bilateral tubal occlusion at the level of the cornua. On (B)(6)2006 and (B)(6)2007, abdomen kub and hysterosalpingogram (hsg). The results of essure confirmation test was total bilateral occlusion, unilateral occlusion (left tube occluded). Malposition of essure device, migration of essure device, right tubal coil in upper pelvis & vertically oriented. Results received on (B)(6)2006,(B)(6)2007. On (B)(6)2014, ultrasound, pelvic transvaginal (essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation). Complete transvaginal ultrasound of pelvis on (B)(6)2014. Reason: essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation. Transvaginal ultrasound (fibroid uterus, still has thickened endometrial lining. Normal ovaries) on (B)(6)2010. Reason: continued moderate bleeding despite novasure. Fibroids. Radiology exam report: the right tubal occlusion coil was located in the upper pelvis and was vertically oriented. The appearance would be somewhat atypical for a tubal location and suggests possible migration. Are there previous studies demonstrating the original location of this coil on (B)(6)2016. Reasons: pelvic pain, evaluate fallopian tube coils. Previously administered products included for birth control: condoms. Concurrent conditions included vitamin d deficiency since 2016, gallstones since 2011, trichomonal vulvovaginitis, uterine leiomyoma, simple goiter, leukorrhea, genitourinary tract infection nos, malaise, atypical glandular cells of undetermined significance and endometrial hyperplasia. Concomitant products included benzonatate, cefalexin (cephalexin), ciprofloxacin, codeine phosphate;guaifenesin (cheratussin ac), doxycycline, fluconazole, metronidazole, naproxen, nitrofurantoin, ondansetron, orphenadrine, terconazole, tramadol, ursodeoxycholic acid (ursodiol) and vitamin d nos (vitamin d). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced depression ("depression"). On (B)(6)-2008, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy (no complications)"), 1 year 5 months after insertion of essure (ess205). On(B)(6)2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6)2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menstruation / abnormal menstruation"), ovarian cyst ("cyst of ovary"), abdominal pain ("pain abdominal"), pelvic pain ("pelvic pain / pain") and complication of device insertion ("complication of device insertion") and was found to have uterine leiomyoma ("small fibroids"). The patient was treated with surgery (ablation on(B)(6)2010). On(B)(6)2008, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, heavy menstrual bleeding, vaginal haemorrhage, fatigue, menstruation irregular, cyst, ovarian cyst, depression, hot flush, abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, complication of device insertion and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for complication of device insertion and ovarian cyst with essure (ess205). The reporter considered abdominal pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, hot flush, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure well. As per pfs, onset date of events fallopian tube perforation, device dislocation and abdominal pain was (B)(6)2006. As per mr dated(B)(6)-2021: (B)(6)2021 essure devices are not removed. Diagnostic results: concerning the injuries reported in this case, the following one was described in patient¿s medical records: ovarian cyst (confirming cyst) and also confirming events vaginal haemorrhage, menstruation irregular, menorrhagia, pelvic pain, fatigue, small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy, heavy menses, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information, event: small fibroids added. Event pregnancy with contraceptive device seriousness criteria updated as non-serious. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("two of the three essure devices that had been placed had likely caused perforations/ perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device location of device: upper pelvis/vertical/ migration of essure device location of device: upper pelvic/vertical; peritoneal cavity"), menorrhagia ("heavy menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pregnancy with contraceptive device ("pregnant/ pregnancy (no complications)") in a 36-year-old female patient (para 4) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure devices that had been placed" in (B)(6) 2006 and device ineffective "device ineffective". The patient's past medical history included parity 4 (live births: (B)(6) 2008, (B)(6) 2006, (B)(6) 1999, (B)(6) 1993), bariatric surgery in (B)(6) 2011 and vasectomy. No known drug allergies. Previously administered products included for birth control: condoms. Concurrent conditions included vitamin d deficiency since 2016, gallstones since 2011, trichomonal vulvovaginitis, uterine leiomyoma, simple goiter, leukorrhea, genitourinary tract infection nos, malaise, atypical glandular cells of undetermined significance and endometrial hyperplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced depression ("depression"). On (B)(6) 2008, 1 year 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 13-mar-2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cyst ("cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menstruation / abnormal menstruation"), ovarian cyst ("cyst of ovary"), abdominal pain ("pain abdominal"), pelvic pain ("pelvic pain / pain"), device deployment issue ("right essure implant was placed outside of the tube") and complication of device insertion ("complication of device insertion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ablation on (B)(6) 2010). Essure (ess205) was removed on an unspecified date. On (B)(6) 2008, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, fatigue, menstruation irregular, cyst, ovarian cyst, depression, hot flush, abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, device deployment issue and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for complication of device insertion, device deployment issue and ovarian cyst with essure (ess205). The reporter considered abdominal pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hot flush, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient tolerated the essure insertion procedure well. As per pfs, onset date of events fallopian tube perforation, device dislocation and abdominal pain was (B)(6) 2006. Diagnostic results: right essure implant was placed outside of the tube, confirmed by x-ray and ultrasound, reviewed on 16-nov-2006. On (B)(6) 2007, diagnostic interpretation : status post essure contraceptive placement: impression: status post essure contraceptive procedure. The left tubal insert appears appropriately located. The right device was somewhat distally located within the tube as noted above. However, there does appear to be bilateral tubal occlusion at the level of the cornua. On (B)(6) 2006 and (B)(6) 2007, abdomen kub and hysterosalpingogram (hsg). The results of essure confirmation test was total bilateral occlusion, unilateral occlusion (left tube occluded). Malposition of essure device, migration of essure device, right tubal coil in upper pelvis & vertically oriented. Results received on (B)(6) 2006, (B)(6) 2007. On (B)(6) 2014, ultrasound, pelvic transvaginal (essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation). Complete transvaginal ultrasound of pelvis on (B)(6) 2014. Reason: essure in cui de sac, moderately tender. Moderate fluid. A few small fibroids of minimal significance. Trapped fluid r cornu following previous ablation. Transvaginal ultrasound (fibroid uterus, still has thickened endometrial lining. Normal ovaries) on (B)(6) 2010. Reason: continued moderate bleeding despite novasure. Fibroids. Radiology exam report: the right tubal occlusion coil was located in the upper pelvis and was vertically oriented. The appearance would be somewhat atypical for a tubal location and suggests possible migration. Are there previous studies demonstrating the original location of this coil on (B)(6) 2016. Reasons: pelvic pain, evaluate fallopian tube coils. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: ovarian cyst (confirming cyst) and also confirming events vaginal haemorrhage, menstruation irregular, menorrhagia, pelvic pain, fatigue. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2006 to (B)(6) 2006. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), pregnancy (no complications) were clubbed with previously reported events. Events uterine perforation, vaginal haemorrhage, hot flush, device dislocation, cyst, abdominal pain, device deployment issue, complication of device insertion, ovarian cyst were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.